Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed that information from the date of the alleged event, (B)(6) 2011 had been overwritten and was no longer available for analysis. The history showed dates from (B)(4) 2012 to (B)(4) 2012. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient claimed that his blood glucose has been elevated from 250 mg/dl to "high" (possibly above 600 mg/dl) for the past few days since he started taking his new medication, megace. The patient did not exhibit any symptoms at the time of concern. During troubleshooting, the animas representative assessed the patients alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set. The patient changes his infusion set once every 3 days. There was no sign of a kink or bending of the cannula at the infusion site. The patient reportedly was able to prime successfully with animas pump. There was no evidence a pump malfunction was associated with the alleged event. It is not clear what attributed to the patient's alleged hyperglycemia. This complaint is being reported because the patient had elevated blood glucose of "high" while he managed his diabetes with the animas pump.